Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The batch record review revealed all testing results are within specification. Investigation of our batch record showed no remarks related to this complaint in the batch record. There were no similar reports for this lot number. Additional information was requested on 02/28/2011, 03/02/2011 and 03/16/2011. Additional information was received on 03/01/2011. (B)(4).

Event description:
A surgeon reported a case of endophthalmitis. One week following surgery, the patient returned to the hospital with red eyes. A vitrectomy was performed and the patient was observed in the hospital under observation. The patient was treated with medications. Additional information has been requested.